Manufacturer narrative:
Device p-cap / reservoir locked properly in place. Device received with missing display window/cover, cracked keypad overlay, serial number label missing, and cracked case (battery tube). Device received with blank display due to pushed in battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that theey were taking shower and insulin pump screen did not turn on after inserting new battery and monitoring insulin pump for two hours and frozen display recurred. No harm requiring medical intervention was reported. The device will be returned for analysis.